Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. The physician initially performed a cold snare on a flat polyp. However, the entire polyp could not be removed via the cold snare. Therefore, the remaining portion of polyp was injected with saline and the generator at two settings (forced coag, effect 1 at 20 watts as well as cut mode, effect 4 at 180 watts) was used to complete the polypectomy. The patient was discharged after the procedure with no apparent discomfort or problems. Sometime after being released, the patient complained of pain and subsequently returned to the hospital where a perforation was diagnosed. Surgical intervention was required to address the issue and the patient is now fine.

Manufacturer narrative:
Per the provided information, there is no indication that an equipment problem caused or contributed to the reported event. Additionally, no anomalies were found in the device history record (DHR) of the involved device. Most likely, there were many factors involved with the patient incident. To further address the issue, additional in-service work was performed with the hospital's endoscopy staff on (B)(6) 2012. Nevertheless, the account will once again be instructed to ensure that equipment settings selected are suitable to achieve the desired tissue effect. Erbe USA, inc. Is now closing the file on this event.